Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No failed battery alarms noted during testing and were not found in the history file. All battery change intervals were greater than seven days indicating battery is lasting longer than expected. No stuck button alarms noted during testing, however, they were found in the history file [may 26, 2025 at 18:40, 18:50]. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Stuck button alarm was not confirmed during analysis. Failed battery test was not confirmed during analysis. Battery lasting less than expected was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery alarm and low battery life and hard to press keypad. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for battery failed alarm and alarm continued after inserting a new battery. The customer did not try with replacement battery cap. Troubleshooting was performed for low battery life and the customer is using aa lithium battery as recommended. Troubleshooting was performed for keypad anomaly and the pump has not been exposed to altitude change. The time does advance when display was observed. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. Product mmt-1880l will be returned for analysis.